Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 02 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was, and was no deformation to the locations where the foreign material was detected. Hence, the cause of the material remaining could not be determined. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it was not specified if there were deviations from the instructions for use (IFU). The IFU states the detection method associated with the event: instructions for gif/cf/pcf-290 series, operation manual chapter 3, ¿preparation and inspection", and preventative measures in instructions for gif/cf/pcf-290 series, reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign object coming out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.